Event description:
Reportedly, noise are present in some episodes (at sleeping period).

Manufacturer narrative:
Expertise files analysis confirmed the presence of noise. Some recorded episodes showed noises probably due to emi 50hz. Some recorded episodes in the device memory since 19 may 2023, during late night/early morning, showed oversensing. The origin of the observed noise could not be determined with certainty. It could result from myopotentials sensing. Based on available data, no issue is suspected on the subject device. Please refer to the attached report

Event description:
Reportedly, noise are present in some episodes (at sleeping period).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.